Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files; however, it was not reproduced. A review of the submitted controller event log file spanned approximately 17 hours (B)(6) 2025 at 21:13:21 ¿ (B)(6) 2025 at 13:55:46 per time stamp). The backup battery fault alarm was intermittently active on (B)(6) 2025 from 01:03:49 to 13:12:06 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm would clear after completing load tests but would reactivate shortly after. The alarm remained active until (B)(6) 2025 at 13:12:06 when the last load test passed. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The provided information stated that the patient had four controller changes due to backup battery faults. The alarm occurred when they connected to their mpu and then completed a self-test. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on (B)(6) 2024. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault. The patient connected to their mobile power unit (mpu) and then completed a self-test. That was when the fault occurred. A warranty replacement was requested for the system controller and ebb, indicating that the system controller was exchanged. Log files were sent for review. The event log confirmed the reported ebb faults. The system controller periodically performed an internal load test on the ebb, and it appeared that the ebb was not passing this test. The pump itself appeared to be operating within normal parameters.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.